Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a baxter employed nurse in (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake and the caretaker changed. On (B)(6) 2011, the patient experienced peritonitis. Dianeal therapy was ongoing as was remedial therapy with amikacin, vancomycin. The patient remained hospitalized. The peritonitis was resolving. It was not reported on whether the break in aseptic technique resolved. Concomitant medications were not reported. The reporter stated that peritonitis was not related to dianeal therapy. A statement of causality was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.